Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 1000 mg/dl and ketones; cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 3 days later, (B)(6) 2025, with the issue resolved and no permanent damage.